Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure that the vasoview hemopro 2 bisector stopped working at the same point every time which is at the end of doing the fasciotomy. The jaws of cutting device was not generating energy to cut branches. The power setting on the hemopro power supply was set at 3. No resistance noted while inserting the harvesting tool. The jaws of the harvesting tool were not open (even slightly) during the insertion. No harm to the patient. Minor delay in the case due to troubleshooting. Customer had to convert to an open incision to complete the case.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/30/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4). The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "failure to deliver energy¿ was not confirmed. The lot # 3000273246 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.